Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was implanted with a neuro stimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that all pairs with #3 electrodes were greater than 4000 ohms when measured at 2v, 330us. The electrodes 0-2 were below 50 ohms and other pairs were normal range. It was indicated that patient has been using program 0-2 at 4.5v. Patient had also been using stim as high at 8v on electrodes 2-3. Patient was last seen by healthcare provider (hcp) on (B)(6) but impedances were not measured. It was noted that the out of range electrodes were being used in programming and this was causing therapy problems. On the day of this call, hcp reprogrammed patient using other pairs unaffected by impedance issues and they ended up having patient try new program using 0-1 pair. Patient was feeling stim at 3.5v and longevity estimate was 27.2 months. Patient stated her symptoms had not worsened since implant but only a little better. Patient had small improvement in symptoms. Hcp would follow up with patient to see how she was doing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.